Event description:
The patient presented for the initial procedure with unstable angina. Cardiac catheterization and coronary intervention were performed. Four (4) jjis palmaz-schatz intracoronary stents were implanted in the right coronary artery (rca). 5 years later, the patient returned with chest pain. Patient was diagnosed with a second myocardial infarction (mi) despite being eulipidemic (normal blood lipids). A second angioplasty was performed. Patient was hospitalized in the intensive care unit for three days and released with medications.